Manufacturer narrative:
Trackwise # (B)(4). Corrected section: e3- corrected occupation to "non health professional" the device was returned to the factory for evaluation on 10/13/2023. An investigation was conducted on 10/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was also observed between the jaws. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed, which can be attributed to clinical use. The gray silicone insulation of both the hot and cold jaws was observed to be peeled and remained attached. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It produced no visible steam and mild heat during ten (10) 3-second activations. A tone was audible from the power supply upon activation and the jaws warmed, but were not hot.. An engineer evaluation was conducted on 10/25/2023 with the following results: the complaint vh-3500 hemopro tool was visually examined. On the heating elements, it was observed that one of the two integrate welder wires had physical damaged. The damaged to the integrate welder wire resulted in it being bent and pushed into contact with the cutter wire (middle heating element). This caused an electrical short between the integrate welder wire and the cutter wire. When the jaws are closed, the middle sections of the bent integrate welder wire and cutter wire contact each other. This caused an electrical short that significantly reduced the heat coming from the heating elements. Additionally, it was observed that there was a large amount of burnt tissue located at the proximal end of the heating element. A pre-cautery test was performed on the complaint vh-3500 hemopro tool. Very little steam was produced during the test which is not normal. This shows that the electrical short between the bent integrate welder wire and cutter wire had significantly reduced the heat produced by the heating elements. The physical damage observed on the integrate welder wire must have occurred during clinical use. Per the hemopro final inspection & functional test work instruction, mcv00034315 rev h, the following tqc point inspects that the integrated welder is seated correctly on the hot jaw; ¿tqc point: using a microscope at a resolution of 10x inspect that the insulation of the jaws is not damaged at any point. Check that the integrated welder is seated over the hot jaw unit silicone boot without an excessive bend and separation as shown in figure 21¿. See attached evaluation. Based on the returned condition of the device, the investigation results, and the engineer evaluation, the reported failure "electrical/electronic property problem", as well as the analyzed failure "peeled; jaw" was confirmed. The lot # 3000333829 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, about 1/3 of the way through, the vasoview hemopro vh-3500 stopped working. A second device was used to complete the procedure. There was no delays or harm to the patient reported.